Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg levels were ¿a little high¿ (no values provided), but have since stabilized. The customer thinks that they may be getting sick, and thought that might be contributing to/ causing the elevated bg levels. Elevated bg levels were treated via correction bolus. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bg levels with the customer. Recommendation was made for the customer to consult with their healthcare provider (hcp) and discuss what may be affecting bg¿s.